Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional later report and confirmed " no fluid was detected".

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "fluid accumulation".

Event description:
Patient reported right side rupture and ¿fluid accumulation around the implant is 6.9* 0.4 cm and 3.9* 0.6 cm in size¿. Patient additionally reported ¿focal changes in the right mammary gland at the border of the lower quadrants is a small cyst with a diameter of 0.3 cm¿, which is not device-related. The device has been explanted and replaced.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ cyst: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side rupture and ¿fluid accumulation around the implant is 6.9* 0.4 cm and 3.9* 0.6 cm in size¿. Patient additionally reported ¿focal changes in the right mammary gland at the border of the lower quadrants is a small cyst with a diameter of 0.3 cm¿, which is not device-related. The device has been explanted and replaced.